Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was replaced because outputs were high and this patient is a twiddler.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Furthermore, a bend in the distal part of the lead was noted. These damages requires the presence of severe mechanical stress. Based on the damage characteristics, it is reasonable to assume that mechanical forces in the implanted state or during the surgery contributed to this observation. The analysis did not reveal any sign of a material or manufacturing problem.